Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The archives were analyzed. The registration patters were buried inside the patients head. The 3d model used had missing data and the tracer pattern followed the contours inside the patients head. Auto refining filled in the patients head.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the site was having trouble registering having difficulty registering. When they got registered it was navigating on the back of the head not the front. The site used a different system and different exam then were able to continue the case. Issue occurred intra/peri-operatively with one hour delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated. It was found that the registration model was edited but not auto-refined. The software analysis concluded that the software functioned as designed following review of the reported issue.